Event description:
It was reported that the user, who recently underwent a kidney transplant and is taking additional medication, experienced blood glucose variability while using an ilet system with a dexcom g7 continuous glucose monitor (cgm), including frequent disconnections from the device and administering manual insulin injections while still connected. The user admitted to administering external subcutaneous insulin while still connected to the ilet. Symptoms included hypoglycemia and hyperglycemia, ranging from 50 mg/dl to 400 mg/dl accompanied by confusion/ disorientation. Outcomes included the need for acute troubleshooting and education, assignment to additional training, and ongoing use of oral glucose and subcutaneous insulin. Investigation included review of user-reported use patterns, infusion set performance, cgm data context, and device operation, along with clinical education and assignment to a clinician for advanced training. Investigation of this case revealed improper use behaviors, including administering external insulin while connected, and a likely infusion set failure due to a bent cannula. It was concluded that user handling and therapy management practices contributed to the hypoglycemia and hyperglycemia, and further training was warranted to address best practices, meal announcements, infusion set troubleshooting, and consideration of a revised insulin response factor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.